Event description:
Literature was reviewed regarding a patient with metal hypersensitivity. The authors described a patient who was implanted with a subcutaneous implantable cardioverter defibrillator (ICD) amd approximately five months later, they developed hypertrophic incisional scarring (his) and swelling at the pocket site. The device was explanted and replaced with another subcutaneous ICD, this time withan antibacterial absorbable envelope. One month later, the patient presented with their device exteriorized after the development of his. A third ICD was implanted after the removal of the second device. They were readmitted twenty-five days later due to wound dehiscence and his with generator exposure and the device was explanted and replaced. Blood and wound cultures were still negative. A fourth device was implanted which was wrapped in a polytetrafluoroethylene pouch. It was suspected after this last device that the patient had an ICD compound hypersensitivity. Dermal patch tests for several ICD components and metals were performed. Pocket tissue biopsy revealed an inflammatory foreign body response (type IV hypersensitivity) with chronic granulomatous reaction and giant multin ucleated cells. After approximately one year post implant of the fourth device, it became exposed. The fourth device was explanted and replaced with a gold-coated ICD. The patient has had no reactions since and the device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pediatric implant of a gold-coated defibrillator due to persistent metal hypersensitivity: case report. Annals of noninvasive electrocardiology. 2025. 30:e70120. Doi: 10.1111/anec.70120 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.